Event description:
It was reported that during a transabdominal pre-peritoneal (tapp) hernia repair, quantity of staples incorrect (10). No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Lifter. The analysis results showed that the device was returned with the nose open; due to an insufficient nose weld. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken and the broken part missing. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. Attempting to fire the device in repeatedly attempts will cause the staples to jam and ultimately enough pressure will build in the nose to open it and the pieces of the lifter to eject from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The analysis results showed that the device was returned in good visual condition. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken . It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The analysis results showed that the device was returned with the nose open; however the nose weld was noted to be sufficient. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.